Manufacturer narrative:
Additional information: the lesion exhibited 85% stenosis. Negative prep was performed on the device with no issues noted. No resistance was noted during positioning of the device at the lesion. The loss of pressure at 6 atm was reported to be a sudden loss. The patient was later discharged. Evaluation summary: the distal shaft was ripped extending 6.2cm distal to the guidewire entry port. The corewire was exposed due to the damage to the shaft. Negative purge confirmed the presence of a leak and on pressurization of the device water was observed leaking from the ripped section of the shaft. The balloon was intact and the stent was present on the balloon with no deformation evident to the segments. No other damage was noted on the device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was intended to use a resolute integrity drug eluting stent to treat a lesion in the diagonal branch. The device was removed from packaging per IFU and inspected with no issues noted. The culprit lesion exhibited 80-90% stenosis. It is reported that during deployment of the stent, the device balloon burst. 6 atm of pressure was applied to the balloon prior to the burst. The balloon was noted to lose pressure. The device, balloon and stent, was removed from the patient. After removal, the patient experienced severe chest pain, with significant increase of st segments noted. Angiography revealed slow flow diffusely throughout the left coronary, including the lad and cx. The patient was resuscitated in the cath lab. Patient was bradycardiac with diffuse st elevation. CPR was initiated. The patient was administered epinephrine, CPR was continued, and the patient was intubated. Additional medication was administered during intubation. The patient's condition initially improved following intubation, but subsequently deteriorated so the patient was treated with an intra-aortic balloon pump. Improvement in flow was observed in the lca, however the diagonal branch was occluded. A sprinter balloon was then used to pre-dilate the occluded lesion, at 6 atm. Subsequently, an integrity bare metal stent was implanted at 14 atm. Follow up angiography revealed a possible thrombus within the deployed stent. Two nc balloons were then used to post dilate the stent, at 20 atm and 16 atm respectively. Resolution of the thrombus was then observed. The patient was finally treated with nitroglycerin and transferred to the ICU in a stable but critical condition. Follow up angiography revealed overall diffuse slow flow, with occlusion noted in the lad, just beyond the diagonal branch. A 3 x 12 mm balloon was used to dilate the lesion at 6atm, with favorable results. No further clinical sequelae were reported.